Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 53 mg/dl. Cause was not known. Customer consumed carbohydrates to address bg. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.